Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 374 mg/dl and high levels of ketones considered dangerous. Cause was not known. An insulin drip was received as treatment. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.